Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v200 indicating that the ventilator would not turn on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the ventilator would not turn on. The customer replaced the device with a spare device. The customer's equipment department then contacted the manufacturer's engineer, and it was determined that the motherboard was damaged. It was also stated that the device is old and the maintenance cost was high. The customer then applied to scrap the device.

Manufacturer narrative:
The customer scrapped the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.